Event description:
A customer's husband reported that after receiving a "hi" message on their adc meter indicating blood glucose level above 501 mg/dl, he gave his wife insulin, which resulted in diabetic coma. Her sugar was reading 30 mg/dl at the time of the event. She was transported to a local health care facility where she was diagnosed with hypoglycemia and treated intravenously with "sugar water". Additionally, they reported comparing two readings from two different adc meters, which is invalid method of comparison. There was no report of death or permanent impairment.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.